Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is complete.

Event description:
The manufacturer's rep reported a pump volume discrepancy. The estimated reservoir volume (erv) was 10.9 ml, but the actual reservoir volume (arv) was 21 ml. The hcp explanted and replaced the pt's pump after 11 months implant duration. The pt reported symptoms included severe spasticity, nerve pain, increase in heart rate and blood pressure, skin blotchiness, and urinary incontinence. The hcp reported the pt did not suffer any injury and has recovered without sequela. The pt's drug pump contained compounded baclofen (4000 mcg/ml) and was recently filled with lioresal (2000 mcg/ml) delivered at 865 mcg/day.